Event description:
White portion of stopcock came off while the rn was turning the stopcock. Break in system and pd fluid leaked out at the stopcock site.what was the original intended procedure?dialysis.device #1is this a laboratory device or laboratory test?no.